Event description:
Customer called because she had trouble viewing the results in memory. During troubleshooting, it was discovered that the meter was in mmol/l rather than mg/dl. The customer was interpreting a reading of 11.5 mmol/l as 115 mg/dl. The meter was changed back to mg/dl.